Manufacturer narrative:
This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing to potentially reduce future adherence, or consider more frequent dressing changes. Consider use of a skin preparation product to product periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid, or other transparent fil... .

Event description:
The following info was reported to kci by the wound care nurse on 03/07/2012: on (B)(6) 2012, v.a.c. Therapy was initiated. On (B)(6) 2012, v.a.c. Therapy was claimed to be off for three hours due to critical battery alarm. Then v.a.c. Therapy was re-initiated after that. On (B)(6) 2012, the would care nurse performed the dressing change and noted that the periwound edges were purple and the v.a.c. Granufoam was dried out, and adhering to the wound bed. After soaking in saline, it was reported that the presence of particles claimed to be v.a.c. Granufoam continued in the wound bed. On an unk date, the pt underwent surgical debridement to remove the particles.